Event description:
It was reported that the burr was stuck on wire. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and rotawire were selected for use. During the procedure, it was noted that the burr was stuck on wire due to poor sliding with the wire. The devices were completely removed, and the procedure was continued and completed with a cutting balloon. There were no patient complications reported post procedure.